Event description:
The following device was received as blind unit. Product code: 254401011, lot# pg247133. Received a device with a lot mismatch. Ecm ip: 254401011 attune alignment handle pg247135. However, it couldn¿t be associated with a complaint or any other existing record. As a result, this complaint was created to analyze the returned device. This complaint involves one device.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary:the device associated with this report was returned for analysis. Visual examination of the device found that the pin has broken making the clip and spring to fell apart from the instrument. Broken part of the pin, clip and spring were not returned for analysis. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.